Manufacturer narrative:
Additional catalog # 72402105. (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Device has not been returned for analysis. No malfunction reported (no reasons provided for pump replacement). No conclusion can be drawn at this time.

Event description:
On (B) (6) 2007, patient was implanted with an artificial bowel sphincter (acticon). On (B) (6) 2008, the pump was removed and replaced. On (B) (6) 2009, the entire device was removed due to infection, perineal skin ulceration.